Manufacturer narrative:
A ge representative evaluated the system, but could not reproduce the reported problem. System operates as intended.

Event description:
Customer reports images intermittently go dark or disappear. No pt injury was reported.